Manufacturer narrative:
Investigation is not complete. Additional info has been requested from the user facility and the surgeon. The event device code is addressed in package insert. This report will be amended when the investigation is complete. This event occurred in another country.

Event description:
Allegedly knee effusion.